Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.

Event description:
The customer reported a sudden vibration and a blank display after going into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.